Manufacturer narrative:
Exact date unknown, event occurred several months ago. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-70, serial: (B)(4), batch: 15218338. Product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial:(B)(4), batch: 20256463.

Event description:
It was reported that the patient was experiencing increased pain in the left hip. It was mentioned that the pain was not device related however it was unknown what caused the pain. The patient underwent a spinal cord stimulator (scs) system explant procedure and the patient was doing well postoperatively. The explanted devices will not be returned since it was discarded by the medical facility.